Event description:
Customer reported the device continued to rotate forward after release and pressing lower trigger. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the trigger forward motion was not smooth due to it being jammed, blocked and stuck. The probable cause attributed to friction between the trigger and valve lifter, as well as dirt residue. The device was repaired and returned to customer on (B)(4) 2013. The complaint is indeterminate. (B)(6). Placeholder.